Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The customer attempted to clear the ua by adjusting the lifeband and rebooting the platform, but the ua persisted. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed load cell. The archive data indicated multiple ua07 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load-sensing system of the device has detected a weight/load imbalance between the two load cells. Upon conducting load cell characterization, the result determined that single-point load cell 2 was defective (output reading values were over-reported). To resolve this issue, load cell 2 needs to be replaced. Upon replacing the defective load cell, the load cell characterization check indicated that both load cells function within specification. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).